Manufacturer narrative:
Device evaluation: (B)(6) 2011: colored water was introduced into the device balloon and visually there is delamination of the distal balloon bond. Visually there is a fluid path. The balloon has not ruptured. Water was introduced through all of the device lumens and with exception to the balloon the water flows from where it should. The device contamination guard was cut off of the device to expose the shaft and visually there is a sharp kink just after the proximal strain relief however this does not affect the way the device functions. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A product risk assessment is open for coronary sinus catheter distal balloon bond failure and is applicable to this event. Edwards opened a CAPA for investigation into ep balloon bond delamination which is applicable to this event. The issue will be tracked through the CAPA. Trends will continue to be monitored.

Event description:
It was reported that the endoplege balloon burst after insertion requiring customer to have to completely start over, which caused additional floro time, visipaque, o.r. Time, and delayed surgery. No patient injuries reported.

Manufacturer narrative:
The device was returned and the evaluation is currently in process. This report will be updated once the evaluation is complete. A device history record review was performed for lot number 784527b and there were no non-conformances opened in relation to the nature of the complaint. The devices met all raw materials, in-process, finished goods and sterilization specifications upon release of the product. This device was manufactured in february 2011.